Manufacturer narrative:
Decreased oxygen saturation is an anticipated, potential side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 0.8% of the zephyr valve subjects experienced decreased oxygen saturation during the treatment period ([less than or equal to 45 days). The reported event aligns with the experience observed in the liberate clinical study and is an anticipated, potential side effect to the zephyr valve treatment. The reported event was foreseeable and clinically acceptable in view of the expected patient benefit from the treatment.

Event description:
On (B)(6) 2020 the patient had zephyr valves implanted. The patient required maximum oxygen in recovery and o2 saturation was 86. After a few hours of observation, the o2 saturation remained low. The decision was made to explant all zephyr valves. Once the valves were removed, the o2 saturation was 97 on maximum oxygen. The patient was admitted overnight for observation and discharged on (B)(6) 2020.